Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Pump received with broken belt clip rails.

Event description:
It was reported that the customer experienced high blood glucose with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 202 mg/dl at the time of the call. The caller did not mention how the customer treated. The caller did not mention what symptoms the customer had. The customer was wearing the insulin pump during the incident and stated they go to manual mode when it happens. The customer stated that their doctor could not upload the pump for several months. Troubleshooting was not completed as the customer declined. The customer also reported a low event of below 20 mg/dl on the week of september 10, 2018. The insulin pump will be returned for analysis.

Manufacturer narrative:
Added customer weight.